Manufacturer narrative:
(B) (4)

Event description:
The pt was unsatisfied with the level of improvement and felt the stimulation was annoying. The physician removed the device at the request of the pt. There were no pt injuries.